Event description:
During a laparoscopic case, the tip of a thunderbeat handpiece broke. The metal jaw tip of the cautery broke off while in the patient's abdomen. The surgeon was able to locate and retrieve it. The tip was visualized by the surgeon and determined to be complete. The entire handpiece was removed from the field.